Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that the pacing lead impedance was low and there was insulation damage. Physician capped the rv lead and replaced it on (B)(6) 2022. The patient was in stable condition.